Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light source front panel was blinking, flashing, and continuously turning on. The issue occurred during the procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, we surmised that phenomenon front panel indicators are blinking occurred due to faulty scope socket. Olympus will continue to monitor field performance for this device.